Event description:
Employee picked up the needle box and was stuck by a large pick needle on his left small finger. It was a #18 needle on 60 cc syringe with clear liquid in it. (Needle punctured plastic.)